Event description:
A kink was found with 40 products during setup. The devices were used with (B)(4). User training is scheduled to be done. There were no surgical delay and no adverse consequences to the patient. (B)(6) 2014, complaint was re-opened as additional information was received. Complaint is now reportable. Regarding (B)(4), in addition to kink, foreign matter (hair) was found in one of the products.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
A follow up report is being filed as it was communicated that the medwatch report submitted under medwatch # mw-180401 was already submitted in a separate complaint that was opened to address this issue under (B)(4). As a result this complaint is being closed. A follow up report will be filed upon completion of the investigation for complaint (B)(4). (B)(4).